Event description:
Country of complaint: (B)(6). In hernioplastia surgery, four cases of needle detachment, two with premilene 0 and 2 with premilene 2/0.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 21 unopened and 1 open racepack. This is the second complaint of this code/batch (first one was justified). There are no units in OEM stock. Tested the needle attachment of the samples received and the results do not fulfil the requirements of the OEM. Needle attachment results conducted on samples before releasing the product fulfilled OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action in order to avoid this kind of incident in the future.